Event description:
The report stated that the day after the radio frequency ablation procedure, burns were found on the patient's thighs where pads had been positioned. The doctor states they felt the sites were hot upon completion of ablation, but did not notice any burns during operating room. The burns were described as 3x3 cm and 3rd degree on the left thigh and 2nd degree on the right. The patient was discharged in 2009. Two pads were used. The generator setting was a maximum of 140w with a total of 5 ablations for a total ablation time of 61 minutes. The patient was re-positioned once from supine to right lateral recumbent position before the 5th ablation, but nothing wrong was noticed with the pads at the time. One pad is being reported on MFR report# 1717344-2009-00029.

Manufacturer narrative:
Date of initial report: 01/26/2009. The site has indicated that the incident sample will be returned. Dgphp site burns can be the result of a number of causes including placement, duration of treatment and power settings, patient condition, and potentially by failure of the dispersive electrode to perform as intended. In this case, without the return of the incident dispersive electrode, we were unable to determine if any defect of the product caused or contributed to the incident. One of the causes of burns is poor dgphp placement. As noted above, proper placement of the dgphp and ensuring good contact throughout the procedure (especially if the patient is repositioned) are critical components to avoiding burns. This is covered in detail in our IFU. Furthermore, we are aware that some customers reuse pads even though they are clearly labeled as single use devices. Reused dispersive electrodes can dry out and be a source for burns because they do not conduct electrical current properly. We are closely monitoring the incidence rate of dispersive electrode burns. The rate of burns for valleylab dgphp dispersive electrodes continues to be lower than the overall rate of radio frequency ablation dispersive electrode burns as cited in current medical literature. Continuous improvement efforts are on-going to ensure that customers are properly trained and our IFU clearly illustrates the proper placement of the dispersive electrodes. We also reinforce the importance of not reusing these single use devices to the customer whenever the opportunity arises.